Event description:
The customer stated that he received a blood glucose reading of 53 mg/dl using his contour meter and a reading of 240 mg/dl using his breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide add'l info before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.